Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. The investigation found that the occlusion sensor was not activated during testing. It was also found that the pump was double beeping continuously after power up. The upstream and downstream occlusion sensors were replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump did not alarm for upstream occlusion. No adverse patient effects were reported.